Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported their implant was flipping around in the pocket and the issue began since beginning of getting implant. Patient stated they told the surgeon that they were losing weight and the surgeon put the implant in a fat pocket. Patient stated they told the manufacturer representative how much they can flip the implant and now the implant is in the wrong spot and is directly underneath their bra.  Pt stated they can flip their implant to almost 360 degrees. It was reported the manufacturer representative received no notes on the patient's device flipping.